Manufacturer narrative:
At 133 days have passed since this issue was reported to mitek, and to date, despite outreaches for further detail and complaint device return, nothing has been received, and no additional information other than what was originally reported has been received. A review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting to us that a (B)(6) male underwent a successful acl repair at some point in time, the surgeon, dr (B)(6) used mitek milagro screws for fixation; this procedure was performed at (B)(6) hospital in (B)(6). Subsequently, at some point in time, the patient re-injured his acl requiring a re-surgery at (B)(6), with dr (B)(6) performing the repair on (B)(6) 2012, for remedy. At this 2nd surgery, dr (B)(6) employed an allograft (mfg and lot ID undetermined), a smith & nephew endo button for femoral fixation, and a mitek intrafix screw and sheath for tibial fixation. Subsequent to this repair, the patient presented with swelling, pus, and pain, which was determined to be an infection through lab test (results not yet made available to mitek). On (B)(6) 2012, the patient underwent a "flushing and drainage" of the joint space by dr (B)(6) at another facility; advocate (B)(6) in (B)(6). The issue was not improved and on (B)(6) 2012, at (B)(6), dr (B)(6) removed everything from the patient, flushed, drained, and closed without repair. A re-surgery for repair is yet to be scheduled. There are questions out for further information and clarity. Also see associated MDR 1221934-2012-00153

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.